Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer states that the blood glucose reading is 78 mg/dl. Nothing further reported.

Manufacturer narrative:
One opened/used reservoir was inspected and evaluated and no anomalies were noted. The occlusion test was performed and it determined the reservoir was not occluded and insulin did not continue to drip.